Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant procedure, the lead could hardly reach the target position, upon ra lead at the target position, tested threshold was high and sensing was low. The ra lead was removed and replaced with a different lead and, tested parameters were ideal. No patient complications have been reported as a result of this event.